Manufacturer narrative:
(B)(4). The incident device haas not been returned for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
During incoming inspection at covidient (B)(6), the activation button stuck in the on position. There are no injuries involved.